Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Event description:
It was reported that during ablation in an paroxysmal atrial fibrilation procedure, all of the signals including the body surface (bs) and intracardiac (ic) disappeared. When the ablation was stopped, the signals were normal again. The carto 3 system was replaced with another demo system to complete the procedure. There was no patient injury reported. Upon request, additional information was provided on the event. The signal loss occurred on both the carto 3 system and the ep recorder at the same time. The carto 3 system was replaced. The procedure was completed with no patient injury. The signal loss on all the body surface and intracardiac signals on both the carto 3 system and the ep recorder at the same time is indicative of a reportable event.

Manufacturer narrative:
(B)(4). It was reported that during ablation in a paroxysmal atrial fibrilation procedure, all of the signals including the body surface (bs) and intracardiac (ic) disappeared. When the ablation was stopped, the signals were normal again. The carto 3 system was replaced with another demo system to complete the procedure. There was no patient injury reported. Upon request, additional information was provided on the event. The signal loss occurred on both the carto 3 system and the ep recorder at the same time. The bwi field service engineer replaced the backplane card and connected the c-3 system with the stockert. He performed the ablation process for trial in the operation room with a simulator and ablation test tools. All the signals were good. The system was operational. The defective backplane card was sent to the device manufacturer for investigation. The device manufacturer reported although the customer complaint was not reproduced, the card failed. During the visual inspection, it was found that a cold solder on the wire which connects to coil l1 caused rl disconnection and the disappearing of the ECG signals during ablaton. The wire was resoldered. Also tvs diode array u4 seemed burned and was also replaced. Both found failures caused the reported problem. It was also reported that the yellow patch sensor cable was defective and needed to be replaced. The defective yellow patch sensor cable was replaced. The issue was resolved. The system was ready for use. A device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment. An internal corrective action has been opened for the second issue to investigate the patch unit cable failures issue.